Event description:
It was reported that cartridge alarm 6 occurred while pump operated within validated altitude range, and caller described using cold insulin taken directly from refrigerator when loading cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to replace cartridge and to use insulin at room temperature before loading, and planned to call back after loading new cartridge if alarm recurred or if issue was resolved.